Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at an unspecified area and exposed to moisture found on (B)(6) 2022. Pump was received with a frozen white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to frozen white display. The thus and crest software were unsuccessful due to a frozen white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor. Unable to perform force sensor zero offset test due to moisture damage on force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), keypad overlay texture damage, corroded battery tube. Frozen white display due to moisture damage on pcb 1 and pcb 2. Unable to confirm critical pump error (open book image) alarm due to white display anomaly. Unable to download history files and traces due to frozen white display. Exposed to moisture is confirmed at pcb 1, pcb 2, and force sensor and motor. Cosmetic damage is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack, got water in it and then it was not working. Troubleshooting for damage on insulin pump was performed and the customer stated that the insulin pump was neither dropped nor bumped. The customer reported crack on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.